Event description:
It was reported that an unspecified bd pen needle was damaged before use. The following was reported by the initial reporter: "during use, a needle bottom defect was found in the package, so it could not be used due to suspected quality problem".

Manufacturer narrative:
H6: investigation summary lot#0065883 DHR and related manufacturing records were reviewed, no abnormality was found. 7pcs retention samples were checked on cover appearance,teardrop label appearance and seal integrity, shield appearance, no failure found. Base on investigation above and no complaint sample returned, the further investigation can¿t be continued and the certain cause cannot be concluded at the moment.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified bd pen needle was damaged before use. The following was reported by the initial reporter: "during use, a needle bottom defect was found in the package, so it could not be used due to suspected quality problem".